Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. External insulation abrasion was noted on the second portion at 5.0 ¿ 5.5 cm proximal to the proximal end of the svc shock coil breaching the svc cable lumen consistent with friction to another device or feature of the patient anatomy. The svc etfe cable coating was intact in this location. Internal insulation abrasions were found at 2.5 ¿ 3.5 cm proximal to the proximal cut end of the svc shock coil breaching the re lumen. The re etfe cable coating and the inner coil lumen were intact in this location. Internal insulation abrasions were found at 1.0 ¿ 1.7 cm distal to the distal end of the svc shock coil breaching the rv lumen. The rv etfe cable coating and the inner coil lumen were intact at this location. Externalized conductors due to internal insulation abrasion were noted at 1.9 ¿ 4.0 cm and 7.5 ¿ 12.4 cm distal to the distal end of the svc shock coil breaching the re lumen. The re etfe cable coating and the inner coil lumen were intact in this location.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a procedure due to an infection. Echocardiogram results confirmed lead vegetation on the patient's right ventricular lead. The source of the infection was not known and the physician does not allege that the infection was due to the device or the initial implant procedure. During the procedure on (B)(6) 2019, externalized conductors were observed through fluoroscopy imaging on the patient's right ventricular lead. The lead was explanted and replaced. The patient's condition was noted to be stable after the procedure.